Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. A promus premier ous mr 2.25 x 16 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found evidence of damage with struts on the proximal end bunched distally. The undamaged crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. The balloon was inflated to rated burst pressure without issue, maintained pressure, and the stent expanded successfully. The device was deflated successfully in 11 seconds which is within deflation time specification the inflation device was verified before and after use a recommended 0.014 guidewire was introduced into the device to facilitate the functional testing. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 27-aug-2019. It was reported that a defective device was encountered. A 16 x 2.25 promus premier drug-eluting stent was selected for use. However, during procedure, it was noted that it did not fire and could not be used. It was then replaced with a 2.25 x 18mm non-bsc stent and the procedure was completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.